Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates. It was reported that patient faced tape not sticking event on 20-may-2024. The insertion site was at arm. No further information available.